Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the anchor had fractured. It was reported though that the fragment was retrieved and the case was completed. Additionally, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a bio tenodesis procedure, the ar-1580bc, screw tip broke upon insertion. The fragment was retrieved and the case was completed by using a new ar-1580bc.